Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump did not turned back on. The customer¿s blood glucose was 104 mg/dl. Customer removed the battery and there was water in the battery compartment. Troubleshooting was done for moisture expose and blank display. Customer reported he was in the water and the insulin pump screen was completely blank. Customer stated battery cap was not damaged. Customer was advised to insert new or fully charged battery and tighten battery cap. Customer stated the home screen did not appear on the display. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.